Manufacturer narrative:
Initial reporter: occupation is patient/consumer. The patient's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 6.1 inr. Qc 2: 6.1 inr. Qc 3: 6.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the patient were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4). On (B)(6) 2022 8:18 a.m. The patient had an initial meter result of 7.6 inr while on re-test at 8:25 a.m. The meter result was 4.9 inr. Based on the meter result, the patient's warfarin dose was lowered to 1.25 mg and 3.75 mg next day then 2.5mg then asked to re-check at clinic on friday (B)(6) 2022. The patient's therapeutic range was 3.0-3.5 inr. The patient's interval of testing is once a week.